Event description:
The customer reported to a zoll distributor that the autopulse platform prompted moving the shaft into the home-position. MFR has requested add'l details however none have been obtained. There was no adverse pt sequelae reported.

Manufacturer narrative:
The autopusle resuscitation system model 100 (s/n (B)(4)) was returned to the distributor and archive data was collected. A review of the archive confirmed the customer's reported failure. The board passed final test.